Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced insulin cartridge leaking associated with a specific lot while connecting the cartridge to the adapter before insertion into the ilet, which resulted in hyperglycemia above 400 mg/dl for about two and a half hours; the user was instructed to insert the cartridge into the ilet first and then attach the connector, and to disconnect from the pump after a manual injection for at least 90 minutes. Symptoms included thirst and nausea. Outcomes included correction of hyperglycemia with a subcutaneous insulin injection and resolution after changing supplies and following the insertion steps with a new cartridge from a different box. Investigation included user education, troubleshooting of supply change technique, and follow-up to confirm resolution. Investigation of this case revealed leakage related to user handling during assembly and connection sequence, with no recurring leak after correct insertion and use of a different box. It was concluded, based on previously established findings for similar reports, that the cause was use error due to improper cartridge-connector assembly prior to insertion into the device.